Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They have checked the connections, turned devices off and on, confirmed water level, disconnected and reconnected the pads. Therapy currently stopped. Disconnected pads and started manual mode. System hours were 2553.5, pump hours were 2288.6, flow was slow to stabilize. Eventually flow 1.9lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 63 percentage. Connected the right thigh pad flow rate (fr) was 0.9lpm, inlet pressure (ip) was-7.5psi, circulation pump command (cpc) was 61 percentage (again slow to stabilize). Connected right chest pad flow rate (fr) was 0.6lpm, inlet pressure (ip) was-3.9psi, circulation pump command (cpc) was 100 percentage. Got low air leak message. Moved to another valve set flow rate (fr) was 0.4lpm, inlet pressure (ip) was-2.8psi, circulation pump command (cpc) was 100 percentage. Disconnected pad. Connected left chest pad, flow rate (fr) was 0.3lpm, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percentage. Asked nurse to reconnect the pads and empty them. Suggested changing devices. Send this one to biomed labeled with low flow. If flow was low with second device, replace pads. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, g UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting no flow on arctic sun device s/n #(B)(6). They have checked the connections, turned devices off and on, confirmed water level, disconnected and reconnected the pads. Therapy currently stopped. Disconnected pads and started manual mode. System hours were 2553.5, pump hours were 2288.6, flow was slow to stabilize. Eventually flow 1.9lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 63 percentage. Connected the right thigh pad flow rate (fr) was 0.9lpm, inlet pressure (ip) was-7.5psi, circulation pump command (cpc) was 61 percentage (again slow to stabilize). Connected right chest pad flow rate (fr) was 0.6lpm, inlet pressure (ip) was-3.9psi, circulation pump command (cpc) was 100 percentage. Got low air leak message. Moved to another valve set flow rate (fr) was 0.4lpm, inlet pressure (ip) was-2.8psi, circulation pump command (cpc) was 100 percentage. Disconnected pad. Connected left chest pad, flow rate (fr) was 0.3lpm, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percentage. Asked nurse to reconnect the pads and empty them. Suggested changing devices. Send this one to biomed labeled with low flow. If flow was low with second device, replace pads.

Event description:
It was reported that they were getting no flow on arctic sun device s/n#: (B)(6). They have checked the connections, turned devices off and on, confirmed water level, disconnected and reconnected the pads. Therapy currently stopped. Disconnected pads and started manual mode. System hours were 2553.5, pump hours were 2288.6, flow was slow to stabilize. Eventually flow 1.9lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 63 percentage. Connected the right thigh pad flow rate (fr) was 0.9lpm, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 61 percentage (again slow to stabilize). Connected right chest pad flow rate (fr) was 0.6lpm, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage. Got low air leak message. Moved to another valve set flow rate (fr) was 0.4lpm, inlet pressure (ip) was -2.8psi, circulation pump command (cpc) was 100 percentage. Disconnected pad. Connected left chest pad, flow rate (fr) was 0.3lpm, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percentage. Asked nurse to reconnect the pads and empty them. Suggested changing devices. Send this one to biomed labeled with low flow. If flow was low with second device, replace pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.